Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported that the valve was explanted from the patient and evt was performed to set the patient with shunt free. The patient was a male but his age iss unknown. The patient did not have a primary disease. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The valve was visually inspected; biologic debris was found in the valve mechanism. The valve was tested for programming; no issues were found. The valve was then hydrated. No occlusion was noted. The valve passed leak, reflux and pressure testing. A review of manufacturing record found no discrepancies when the device was released to stock. Investigation of the device did not confirm the issue reported by the customer. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.